Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Upon review of the returned instrument, this product was reported in error. This instrument was not damaged and would not cause a risk to the patient, therefore this report, 1818910-2016-19635.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reaming guide became stuck in the humerus and the insertion/extracting handle would not thread onto the reaming guide correctly to pull it out.

Manufacturer narrative:
Previous medwatch (B)(4) was submitted in error. This product is, in fact reportable. Examination of the submitted instruments confirmed the (B)(4) rod for reaming guide holder tip is bent and the weld that secures the strike plate component to the shaft component has failed.. The cause is attributed to the raw materials used for this device were not relevant for the design requirements. The material was changed to (B)(4) at the plate junction and (B)(4) was changed at the tip via (B)(4); implemented on (B)(6) 2011. Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created. The complaint sample was manufactured prior to the changes. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.